Manufacturer narrative:
A complete lead was returned for analysis. The reported event for failure to extend the helix was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08431; 2938836-2020-08432. It was reported that dislodgement was noted on the right ventricular(rv) and left ventricular (lv) lead. The lv lead was repositioned. The rv lead could not be repositioned as helix failed to extend after retraction. The rv lead was explanted and replaced. The device was repositioned by making the pocket more medial. The patient was stable.